Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 566 mg/dl. On saturday the blood glucose values reported were 115 mg/dl, 119 mg/dl, 285 mg/dl, and 344 mg/dl. The blood glucose at the time of the incident was 285 mg/dl and current blood glucose was 136 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer will call back to walk through hp test when she is performing set change. The insulin pump will not be returned for analysis.